Manufacturer narrative:
(B)(4). D10: item# unk bearings; lot# unknown item# unk tibial; lot# unknown g2: literature - day, jonathan md1; fletcher, amanda n. Md, ms2; motsay, morgan bs2; manchester, maggie bs2; arthur, mark md3; zhang, zijun md, phd2; schon, lew c. Md2,a. Outcomes of transfibular total ankle arthroplasty: clinical and radiographic analysis of 130 cases with minimum 5-year follow-up. The journal of bone and joint surgery 107(12):p e61, june 18, 2025. / doi: 10.2106/jbjs.24.00983. Attempts have been made to gather product ID information and no further info is available. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a journal article was obtained and reported a retrospective review of prospectively followed patients who underwent primary transfibular total ankle arthroplasty (taa) between the date range of approximately thirteen (13) to seven (7) years ago. The purpose of the study was to report the survivorship and causes of failure of the zimmer biomet implant, and the secondary aim was to describe the functional and radiographic outcomes. The study reported that a patient received a total ankle arthroplasty approximately eleven (11) years ago. Subsequently, the patient underwent operative treatment related to taa but not involving taa components (e.g., osteotomy, fusion of other joint[s] of the foot, ligament repair or reconstruction). The reoperation occurred approximately one (1) year post-implantation due to achilles contracture and flatfoot deformity. Attempts have been made and no further information has been provided.